Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the ruby coil was stretched after removal from the dispenser hoop. The stretched ruby coil was found prior to use and was not used for the procedure. The procedure was completed using a new ruby coil.